Event description:
It was reported, that the mechanical lithotriptor v had the guidewire break and the guidewire tip tear with no internal shedding. The issue was found during the quarrying procedure and was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that guidewire tip was torn, should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the broken guidewire tip could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip.¿ olympus will continue to monitor field performance for this device.